Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in this incident, it was determined that the scanner was not working. A field service engineer (fse) found no issues with the universal serial bus (usb) cable and usb port was found to be loose, causing disconnections when items were scanned and pulled around, and fse installed a zip tie to hold the cable connection in place without any movements. The system functioned as intended after the field service engineer repaired the device. E.3. Initial reporter other occupation: inpatient pharmacy operations coordinator

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es scanner not working. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.